Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported following a knee arthroplasty, the patient will undergo a patella resurfacing procedure due to anterior knee pain. The surgeon plans on replacing the tibial bearing during this procedure, however, no deficiencies have been reported with the tibial bearing. No procedure has been reported to date.

Manufacturer narrative:
Reference (B)(4). Medical products- unknown femoral component, catalog # unknown, lot # unknown, unknown tibial tray, catalog # unknown, lot # unknown. Foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following a knee arthroplasty, the patient will be revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dob - 1940, implant date - 2004.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient is being considered for a revision procedure due to anterior knee pain. The polyethylene bearing will be removed and replaced. The patient will also undergo a patellar resurfacing during the revision procedure. However, no revision procedure has been reported to date.